Event description:
It was reported that pt had his device removed due to "non-functioning".

Manufacturer narrative:
Evaluation of the device indicates operating room damage occurred which exposed the metal segments of the cylinders. The cylinders function as intended.